Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The customer reported they were preparing a donor cornea for transplant, the doctor increased the bottle height to 110, the spike pulled out of the bss bottle and depressurized the irrigation they were using to prepare the donor cornea. They lost the donor cornea. Additional information obtained from the customer stated that the loss of fluid from the artificial anterior chamber caused the donor cornea to adhere to the artificial anterior chamber, rendering the donor tissue unusable. The case was delayed 25 minutes to get a new cornea. The patient's outcome is poor.